Manufacturer narrative:
On 5-24-2017 an ocd field engineer (fe) arrived at the customer site and checked log files and card images. The fe verified the fluidics and dispense and everything was ok. The fe verified log files to see dispense and card pictures. Everything looks normal. The fe replaced the probe, wash station and syringe. The fe performed the reader camera adjustment. The reader camera bright was at 115. After cleaning the optics and performing the reader camera adjustment the brightness was at 111 (the range is 101-128). The customer ran qc and accepted results. Repairs have returned this instrument to expected operation.

Event description:
The customer called to report a false negative reaction on a patient sample known to have an anti-m. The sample was reran on manual gel and on the other provue analyzer and the result came out as positive 1+. No incorrect results were reported. (B)(4).